Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in the airway from the device. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. Additional information was received that the patient is also alleging sore throat, dry mouth and waking up panting. Patient also alleged the device has a strange odor. Please see section h6 for this updated information.